Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was found at 10.5-11.5 cm from the distal tip. The etfe coating was intact at that location. (B)(4). No complaint received with return of the device. Failure (event) observed during analysis.